Event description:
It was reported to boston scientific corp that a opti-flex nitinol stone retrieval basket was used during a ureteroscopy procedure performed in 2009. According to the complainant, the basket broke during the withdrawal and removal of the kidney stone. The pt was not harmed and the stone was removed with a different basket (MFR unk).

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The cause of the event is unk.